Event description:
It was reported that a tear was found on the pigtail distal end of the ureteral stent. The tear is a result of force applied by the physician secondary to the sutuer being wrapped around the stent after cutting the suture. This occured during preparation, outside the pt and there were no pt complications involved.